Manufacturer narrative:
There were multiple 510 numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: bk050036. (B)(4). Investigation summary: bd received 4 samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for embedded fm on tube and shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that prior to use with a bd vacutainer® sst¿ ii advance plus blood collection tubes 3 tubes were discovered to have foreign matter and 1 cap. The following information was provided by the initial reporter, translated from (B)(6) to english: dirty cap x1, spot in tube x3.